Manufacturer narrative:
Manufacturers narrative: (B)(4).

Event description:
Event reported from thor post market study. Potential post surgery infection event that was described as follows: "increased temperature and increased hcrp value. Suspected haematoma/seroma near aorta descendens." Graft was implanted on (B)(6) 2020 and the event occurred on the same date. Event reported as possibly related to device and possibly related to the procedure.

Event description:
This report is being submitted as follow up #1 for mfg. Report #9612515-2022-00025 to provide event closure information for (B)(4).

Manufacturer narrative:
Section a2 - added age 65 years. Section a3 - added male. Manufacturer narrative : section h6 investigation findings : 213 - no device problem found - no issue has been found upon review of the retained device history records for this device. Further information from the site received on 10 jan stated " in the course recurrent evening febrile temperature and increase of lab value (crp). Suspection of an immune reaction to the implanted prosthesis without clinic evidence of an infection. Therapy: antibiotics cause not known or suspection of an immune reaction of body. There was also a replacement of the aotic root while preserving the native david valve and coronary 1-fold revascularization using a lima/lad. Also there was an implantation of a surgical membrane instead of pericard. No description of bleeding. Transfusion during theatre: 4 rbc; 14 ffp; 6 platelets; 6 g fibrinogenlenth of time during theatre: 10 h 34 min; there was also a replacement of the aotic root while preserving the native david valve and coronary 1-fold revascularization using a lima/lad. Investigation conclusion: 4315 - - study site the site stated " suspection of an immune reaction to the implanted prosthesis without clinic evidence of an infection" this is not due to a device deficiency or failure . Further action is not planned, however, the issue will be tracked and trended as part of the on-going complaints trending and reporting process and if an adverse trend develops action may be taken at that time